Event description:
It was reported that the patient was getting less than 50% therapy relief; her spasticity and generalized tone had gotten worse. On unspecified dates, a dye study, rotor/roller study, x-rays and CT (computerized tomography) were performed; however, the healthcare professional was unable to aspirate the catheter so it was unclear if the tests were completed as no results were provided. When the surgeon opened up the spinal incision, he found that the tip of the catheter had migrated/dislodged and was in the back tissue; it was not in the intrathecal space. The catheter was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal (2000 mcg/ml at 199 mcg/day).

Manufacturer narrative:
Concomitant products: product type: catheter, product ID: 8598a, serial# (B)(4). Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information later reported no flow in catheter. The catheter was removed due to occlusion. There was no patient injury and the patient recovered without sequela.

Event description:
The rotor test was normal, but a dye test could not be done due to no flow in the catheter. See attached user facility medwatch #(B)(4).

Manufacturer narrative:
Analysis of the 8709 catheter revealed no significant anomaly, miscellaneous testing catheter incomplete/returned in segments. Analysis of the 8598 catheter revealed no significant anomaly catheter body dried drug, blood or foreign material occlusion

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).